Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing tabletop illuminator failure. The timing of event is unknown. Additional information has been requested, but none received to date.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction incident. (B)(4).

Event description:
New information received indicating a system message displayed during a vitrectomy procedure. The case was completed with the light source of a different machine. There was no patient harm.